Event description:
Procedure: vats customer states: when the doctor started the third firing, instantly found the device stopped to fire and could no complete the firing. The device could be removed properly from the tissue. After replacement of sulu no problem was confirmed to complete the case. No patient harm. The patient current status: good. Operating time extended: unknown. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. Patient info: gender: male, age: (B)(6), weight: unknown. After procedure our sales rep confirmed visually the malformed staples left inside of cartridge and the anvil seemed to be tilted than usual. On with the stapling device: no information at this time.

Manufacturer narrative:
(B)(4).